Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device is unknown. No information has been provided to date.

Event description:
It was reported that both of the patient's pumps were alarming when trying to do cassette change. The patient was instructed to switch tubing or try another cassette. The tubing was switched, and the pump was running. The patient was able to successfully continue the infusion. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: sample received consisted of 2 cassette products. Samples were received after use conditions, decontaminated and inside in a plastic bag. No damage, kinks or any discrepancies that could cause the failure mode reported was seen. Samples were connected to the cadd legacy; no alarms were activated. Based on the no disposable alarm investigation and root cause conduct trough CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, complaint was not confirmed. No fault was found with the device. No root cause was determined. No actions were taken, however as part of in process controls added through CAPA-000814, the mohawk exposure criteria was updated from revision 104 to revision 105. No lot or serial number was provided therefore, a device history record DHR review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: device expiration date / h4: device manufacturing date are not available because no lot or serial number was provided.